Event description:
It was reported that while in the cath lab, the catheter was inserted and contrast medium was injected into the catheter. At that time, they noticed that the contrast medium was "coming out of the balloon." As a result, the catheter was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.